Manufacturer narrative:
The customer was provided with a replacement device. Physio-control evaluated the customer's device and verified the reported issue. A review of the electronic records determined that the device's lid was opened and the power button was pressed several times, during a software upgrade. This resulted in information being missing from the device software. The cause of the reported issue was therefore determined to be due to corrupted device software, which caused the device to not give any voice prompts. The device was archived by physio-control.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.